Event description:
It was reported that a user experienced hyperglycemia with blood glucose values in the 300 mg/dl range after changing infusion supplies; fingerstick and ilet readings were concordant around 294¿304 mg/dl. Investigation included customer interview and troubleshooting guidance. Investigation of this case revealed that the hyperglycemia occurred following an infusion set change and resolved after disconnecting and restarting therapy; a definitive cause was not identified. No symptoms associated with elevated blood glucose without reported acute complications. Outcomes included a planned restart, with subsequent improvement to 188 mg/dl and resumption of eating at follow-up; no medical intervention or hospitalization occurred. It was concluded that the event was consistent with hyperglycemia of unclear cause with resolution after user-led troubleshooting. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.